Event description:
Boston scientific received information that this right ventricular defibrillation lead and implantable cardioverter defibrillator displayed pacing lead impedance measurements greater than 2000 ohms, oversensing and high threshold measurements. The device output was increased and setscrew issue was suspected. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No date/initials are needed here.

Event description:
Boston scientific received information one month later that during an invasive surgical procedure, a setscrew issue was confirmed. Only one of the two setscrews were tightened down. No other adverse patient effects were reported.